Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports: same patient, same product, different events. Other mfg report number: 3014334038-2022-00025. It was reported an expired cerelink icp ventricular catheter was implanted on (B)(6) 2022. The lot expired on october 31, 2021. The catheter was removed on (B)(6) 2022 due to an unknown failure and it was noted it was expired. The patient did not experienced any signs or symptoms due to expired product. Additional information was requested in regards the catheter failure and no information was provided. This report is for the expired product implanted.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
1 of 2 reports: same patient, same product, different events. Other mfg report number: 3014334038-2022-00025. It was reported an expired cerelink icp ventricular catheter was implanted on (B)(6) 2022. The lot expired on (B)(6) 2021. The catheter was removed on (B)(6) 2022 due to an unknown failure and it was noted it was expired. The patient did not experienced any signs or symptoms due to expired product. Additional information was requested in regards the catheter failure and no information was provided. This report is for the expired product implanted.

Manufacturer narrative:
Additional information received that the the microsensor was removed as the patient condition improved and was discharged. The microsensor (ID 826854) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.